Event description:
It was reported that this left ventricular (lv) lead exhibited pacing inhibition. Subsequently, a revision procedure was performed, and the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.